Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 238 mg/dl. The insulin pump fell in couch cushion. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked lcd window, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.